Event description:
It was reported the insulation was disintegrated and peeling at the trifurcation of the rv (right ventricular) lead. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.